Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting noisy atrial e-grams and ventricular loss of capture during a transtelephonic check. The patient came into the clinic with dizzy symptoms.